Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventralex st (device #1) used to treat the patient. The patient's attorney alleges injuries and surgery due to recurrence; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Recurrence is a known inherent risks of surgery and is listed in the instructions-for-use a possible complication. This emdr represents the bard/davol ventralex st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol flat mesh device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st (device #1) on (B)(6) 2014 and unspecified bard/davol bard mesh on (B)(6) 2016. It is also alleged by the patient's attorney that on or about (B)(6) 2016, the patient underwent surgery as a result of pain and recurrence. As reported, the patient is making a claim for an adverse patient outcome against the ventralex st (device #1). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."